Manufacturer narrative:
The report rec'd from our affiliate indicated that there was a balloon leakage and/or rupture. Shunt pta, radial artery, which had moderate calcification and tortuous with 70% stenosis. The balloon was ruptured at 6 atm. There were no report of pt injury or complications. Clinical impression: during the percutaneous transluminal angioplasty to this radial artery shunt the balloon was reported to have ruptured at 6 atmospheres. The vessel was described as having moderate calcification, tortuosity and a 70% stenosis. There was no injury to the pt. There is not add'l info regarding pt, lesion or procedural characteristics regarding this event. With the info available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event. The following analysis was performed on the returned prod: visual: balloon leakage approximal 3.5 cm from the distal end of the tip has been detected. Microscopic: sem analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage, see attachment. It appears that these abrasions were caused somewhere during the procedure. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. Three other complaints have been reported for this lot # to date, which were similar to this complaint. The review of the mfg route sheets revealed no anomalies that would indicate these complaints are related to the mfg process. A clinical used savvy has been returned. Balloon leakage approximal 3.5 cm from the distal end of the tip has been detected. Sem analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure. There are no indications of balloon leakage is mfg related. No corrective action will be taken.

Event description:
The balloon was ruptured.